Event description:
In 2008, the pt reported having issues with insulin pooling around her infusion sets when she gives herself a bolus through her insulin infusion device. She stated this has now happened with 2 different types of infusion sets. She stated she also experiences elevated blood glucose readings of 300-350 mg/dl every 7-10 days. She said her normal range is 100-180 mg/dl. During troubleshooting, the pt stated she changes her infusion headset every 3 days and her tubing every 6-7 days. She said her normal bolus is 4-8 units of insulin with her largest boluses being 8-10 units. She stated the insulin pools at her headset when she boluses the larger amounts. She said at times her blood glucose is elevated but her headset is not wet, and she thinks her blood glucose may be due to her having eaten too much or not given herself enough insulin. She stated she has scar tissue as she has used her abdomen since she began pump therapy. The pt confirmed the bolus history and daily insulin amounts on her infusion device appear to be accurate. She stated her current blood glucose reading is within her normal range. The pt was sent a complimentary guide to infusion site management and 2 different types of infusion sets to try. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.